Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was waiting for delivery of a replacement insulin pump which had not yet arrived. Customer reported that she had a blood glucose level over 500 mg/dl on the morning of the call, which was treated with a manual injection. Customer stated that she did not seek medical attention.